Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the interrogation of the device, the programmer revealed a damage warning in the storage of the device. It was also reported that the device could not be interrogated. An automatic guided reset procedure was done and the device remains in use. No patient complications have been reported as a result of this event.